Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID:(B)(4).

Event description:
It was reported that the "ceramic resectoscope sheath broke" during procedure. The procedure was completed successfully without any surgical delay. No negative impact in state of health reported

Manufacturer narrative:
Result of investigation: as the electrode has not been returned a final determination of the root cause is not possible. In similar cases with the same product, excessive force during application caused the electrode wire to break and creating a shortcut. The expiry date of 011050-10 batch 812076 is 31.07.2023 - the event happened at the 12.09.2024 -> 14 month after expiration. The event is filed under internal karl storz complaint ID: (B)(4).